Manufacturer narrative:
Device eval by MFR: the returned product consisted of a jetstream xc-2.1 atherectomy catheter. A thruway guidewire was in the device when returned. The device was visually and microscopically examined for any shaft damage. Visual examination showed the guidewire was in the device. The guide wire was removed with no issues. Visual and microscopic analysis showed multiple areas of severe damage. The device showed buckling/kinks of the catheter shaft and total stretching and stripping of the catheter outer sheath to expose the drive coil. The damage noticed was located from the tip to approximately 6cm proximal. No functional testing of this device could be conducted due to the severe catheter shaft damage. The device was not completely separated. The drive coil was attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that there was a catheter detachment. A 2.4mm jetstream xc catheter was selected for use to treat the femoral and popliteal arteries. When the physician was withdrawing the catheter after treatment of the femoral, it became stuck near the exit of the non-bsc introducer sheath. There was difficulty removing the device. The distal end of the catheter detached, and the outer layer of the catheter peeled. A stent was used in the popliteal artery. There were no patient complications.

Event description:
It was reported that there was a catheter detachment. A 2.4mm jetstream xc catheter was selected for use to treat the femoral and popliteal arteries. When the physician was withdrawing the catheter after treatment of the femoral, it became stuck near the exit of the non-bsc introducer sheath. There was difficulty removing the device. The distal end of the catheter detached, and the outer layer of the catheter peeled. A stent was used in the popliteal artery. There were no patient complications.